Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.

Manufacturer narrative:
The problem could be traced to an electrical component failure, but it was not possible determine the root cause since no further information was provided. We are unaware about patient injury.

Manufacturer narrative:
The problem was due to a component failure. We are unaware about patient injury. We are waiting for additional information from the distributor.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.